Manufacturer narrative:
An event of shortness of breath, pericardial effusion that lead to cardiac tamponade along with liver and pulmonary artery lacerations was reported. It was reported that the patient did not make it through surgery and expired the next day of intervention. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The patient's comorbidities included acute left infarct middle cerebral artery territory with conversion to subarachnoid hemorrhage, left m2 occlusion vs stenosis, neuro occlusion or neuro embolization, and atrial fibrillation with controlled ventricular response. Information from field indicated that the cause of the patient death was cardiac arrest, ventricular fibrillation, significant pericardial effusion with tamponade, pulmonary artery laceration, abdominal compartment syndrome, liver laceration and coagulopathic bleeding from multiple surfaces. Based on abbott medical review, "the abrupt onset of shortness of breath 1 day post amulet placement is consistent with the clinical presentation of pa injury, but this was not the only possible explanation for the patient¿s clinical course and expiration. Provision of acls (chest compressions) is the likely etiology of the observed liver lacerations, and could be the etiology for the observed pa laceration. The description of coagulopathic bleeding from multiple sites means that an underlying coagulopathy with consequent bleeding could also be the primary etiology of the shortness of breath, whether due to anemia or non-pa injury pericardial effusion." Based on the information received, the cause of the reported incidents could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024 a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient. On (B)(6) 2024, the patient presented in the ER after 911 call reporting shortness of breath. The patient was in a life-threatening situation pericardial effusion that lead to cardiac tamponade and requires immediate medical attention. The patient was sent directly to surgery. Liver and pulmonary artery lacerations were reported. The patient did not make it through surgery and passed away on the on (B)(6) 2024. The cause of the death was cardiac arrest, ventricular fibrillation, significant pericardial effusion with tamponade, pulmonary artery laceration, abdominal compartment syndrome, liver laceration, coagulopathic bleeding from multiple surfaces. Noted ascending colon tattoo, near complete infarction of the bilateral cerebellar hemispheres with significant cerebellar swelling and severe posterior fossa mass effect, lateral and third ventriculomegaly and effaced fourth ventricle, likely obstructive hydrocephalus related to the posterior fossa swelling and mass effect, diffuse anoxic brain injury, with multifocal hypodensities concerning for stroke.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of shortness of breath, pericardial effusion that led to cardiac tamponade along with liver and pulmonary artery lacerations was reported. It was reported that the patient did not make it through surgery and expired the next day of intervention. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The patient's comorbidities included acute left infarct middle cerebral artery territory with conversion to subarachnoid hemorrhage, left m2 occlusion vs stenosis, neuro occlusion or neuro embolization, and atrial fibrillation with controlled ventricular response. Information from field indicated that the cause of the patient death was cardiac arrest, ventricular fibrillation, significant pericardial effusion with tamponade, pulmonary artery laceration, abdominal compartment syndrome, liver laceration and coagulopathic bleeding from multiple surfaces. Based on abbott medical review, "the abrupt onset of shortness of breath 1 day post amulet placement is consistent with the clinical presentation of pa injury, but this was not the only possible explanation for the patient¿s clinical course and expiration. Provision of acls (chest compressions) is the likely etiology of the observed liver lacerations and could be the etiology for the observed pa laceration. The description of coagulopathic bleeding from multiple sites means that an underlying coagulopathy with consequent bleeding could also be the primary etiology of the shortness of breath, whether due to anemia or non-pa injury pericardial effusion." Based on the information received, the cause of the reported incidents could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.